Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead's position caused an ectopy. The lead was reprogrammed initially and later, repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.